Manufacturer narrative:
(B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. Imaging review (of a follow-up image) confirms filter tilt of 16deg with the primary filter feet appearing clustered. According to the complaint report, the filter was deployed in a straight orientation, but the filter legs did not appear to open immediately when the sheath was withdrawn from the filter. These images were not provided for review and it is not possible to confirm the change in tilt between the images. Furthermore, the deploying physician does not discuss any difficulty in detaching the filter, or inadvertently pushing down on the deployed filter, which may have resulted in the tilt observed. It is uncertain if the observed tilt was introduced in the process of detaching the filter or if it occurred completely spontaneously after the filter was completely detached. However, without initial deployment images or any additional cross-sectional images, the root cause for the unexpanded appearance of the primary filter legs cannot be determined. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: filter struts did not appear to open immediately when the filter exited the sheath. Physician deployed the filter and it appeared straight. When she took another image approx. 60 seconds later, the filter had tilted. Patient outcome: no additional procedures.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter struts did not appear to open immediately when the filter exited the sheath. Physician deployed the filter and it appeared straight. When she took another image approx. 60 seconds later, the filter had tilted. Patient outcome: no additional procedures.